Manufacturer narrative:
System was used for treatment. Kit lot e309 was reviewed. There were no non-conformances related to the complaint. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or non-conformance related to the complaint were noted. Trends were reviewed for all complaint categories and no trend was detected for centrifuge bowl leak/break. Service order feedback was completed: service engineer removed damaged bowl and holer, replaced leak strip due to intermittent operation and ran system checkout successfully. Investigation is still in progress at the time of this report. A supplemental report will be created once the investigation is complete. (B)(4).

Event description:
Customer called to report centrifuge bowl leak during treatment procedure. At about 217 ml whole blood processed, blood leak alarm occurred. Customer opened centrifuge door and noted crack in the centrifuge bowl. Customer clamped patient access line and aborted the treatment procedure. Customer stated patient was stable and that no one was splashed with fluids or injured. Customer is requesting service. Customer will return kit and will submit photos for investigation.

Manufacturer narrative:
The kit, photos and smart card associated with this complaint were returned for analysis. Review of the smartcard data indicated that the prime was completed successfully and the blood collection was started. After processing of 217ml of whole blood, alarm 16 (collect pressure warning), alarm 7 (blood leak centrifuge), alarm 9 (blood pump error warning) and alarm 1 (air detected warning) for the ac, return bag outlet, and treatment bag outlet occurred. Examination of the returned kit indicated that the bowl could not be removed from the holder. The bowl and bowl holder were soaked in hot water and still would not release. A small pry had to separate the bowl from its holder. Complaint was confirmed based on evaluation of customer provided photos and analysis. All cover to bowl welding parameters were within the qualified ranges during manufacturing. A material trace of the two components found no nonconformances. Root cause, however, could not be determined. Trends were reviewed for complaint categories alarm #16: collect pressure, alarm #7: blood leak? (Centrifuge chamber), alarm #9: blood pump error and alarm #1: air detected, and no trends were detected for either of these categories. (B)(4).